Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(4) guideline. (B)(4) checked the subject device and found the following. The insulation of the distal end was too low. The white ring of the distal end cap was cracked. The universal cord was leaky. The raising of the forceps elevator was insufficient. There was corrosion on the forceps elevator. The ccd cable length was less than 10cm, which was too short for the repair to be carried out. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Distal end: unspecified microbes (1 cfu/endoscope). Instrument channel: unspecified microbes (4 cfu/ml [6 cfu/10ml under membrane filtration]). The device had been reprocessed with a non-olympus automated endoscope reprocessor, e4 (bht), using glutaraldehyde. There was no report of infection associated with this report.